Event description:
There was an allegation of a false negative anti-hcv g2 elecsys result from cobas e411 disk analyzer serial number (B)(4). The result from the cobas e411 was non-reactive. The result from architect, vitros, and vidas analyzers were reactive. The result from the abbott i2000sr analyzer was 15.59 s/co (reactive). The result from mini vidas was the 24.86 (positive). The result from a snibe maglumi 4000 plus analyzer was non-reactive. The pcr result was not detected. The cepheid hcv viral load result was negative. The questionable result was not reported outside of the laboratory.

Manufacturer narrative:
The cause of the event could not be determined but the event was consistent with a sample-specific discrepancy with different methods of anti-hcv testing. Additional confirmatory testing with immunoblot was recommended. The investigation did not identify a product problem. The elecsys ahcvii reagent performed within specifications.